Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user observed an elevated glucose on a dexcom g7 continuous glucose monitor (cgm) of 216 mg/dl while the contemporaneous fingerstick measured 181 mg/dl. The customer care agent assisted the user in calibrating the fingerstick value within the ilet. Investigation included troubleshooting and education with a calibration of the cgm within the ilet. Investigation of this case revealed a need for cgm calibration, with no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.